Event description:
The customer reports that one patient diagnosed with stomach cancer had undergone a complete resection (april 2010) with a corresponding decrease in architect ca 19-9xr assay results. Recently, this patient's ca 19-9 results have begun to rise. The customer states that this situation is not specific to metastasis. CT and MRI scans have been negative for any signs of cancer. There is no further reported impact to patient care.

Manufacturer narrative:
Accuracy testing was completed over three architect isystem platforms to evaluate the assay performance of lot 13517m500. The testing met acceptance criteria and the assay is performing as intended. A review of complaint trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the customer's current issue. The customer provided no troubleshooting of the patient samples; also the customer reported this was only an issue for a single patient. The results of the current evaluation demonstrated that there is no product malfunction and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the u.s, list number 02k91-27. (B)(4).